Manufacturer narrative:
On (B)(6) 2017, a tandem clinical diabetes spoke with the contact and customer's healthcare provider and the customer was to try using a different type of infusion set. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was over 600 mg/dl. A bolus was delivered via the pump; however, the bg level did not decrease. The customer was hospitalized for diabetic ketoacidosis. The customer was treated with insulin, fluids, magnesium and potassium. The customer was discharged 2 days later. The contact was not sure what caused the high bg; however, the contact and healthcare provider thought that the pump may be the cause. As the event had occurred in the past, troubleshooting could not be performed.